Event description:
It was reported that when the device was used during a nephrectomy, the instrument fired across the renal vein. When the release button was depressed, the instrument did not open. With manipulation of the trigger, the instrument opened. The surgeon realized the vein was not stapled and cut. One device is being returned. There was no pt consequence.